Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date the pump was programmed in the pca only mode to deliver demerol 10mg/ml, with a 10mg pca dose, a 6 minute pt lockout, and a 250mg 4 hour limit. In 2005 at 1320, upon discontinuing therapy, the nurse noted that the vial was empty; however, the pump display "showed 5ml to 6ml left to be infused." The nurse compared the pump display history with the shift total sheets and noted that an unspecified amount of drug should have remained in the vial. There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. Though requested, no additional info was provided.